Event description:
The reporter, a 14 yr. Noninsulin dependent diabetes mellitus, stated that she had been obtaining er1 messages on her surestep meter for the "past five years." (Note: the subject product was not marketed until 1996.) She did not remember the number of times she had obtained the er1 message. After obtaining the er1 message, she compared the color on the back of the strip with the chart on the vial. The color was dark blue. She also stated that she would immediately retest and obtain a number which would indicate a blood glucose level of 500 mg/dl or below, no results reported. No treatment was sought and no medication changes (400mg rezulin per day) were made as a result. Although it is highly unlikely that the reported er1 message was due to blood glucose levels above 500 mg/dl, this possibility cannot be ruled out.